Event description:
A customer reported that the "computer shuts down suddenly." The timing of the event is unknown. The level of patient involvement in the event is unknown. Additional information has been requested, but has not been received.

Manufacturer narrative:
The company representative examined the system and verified multiple system messages [fluidics mechanism fault] in the system's event log. Voltages were checked and no fault was detected. Preventive maintenance was performed and the solenoid spacers were replaced. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).